Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction identified that could have caused or contributed to the patient passing away. The device passed both electrical and functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues related to the reported event. The service history record indicated the device was serviced more than one year ago. Per device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.